Manufacturer narrative:
Date of event was reported as 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) had not been working for a long time. The patient was to have an MRI of the head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.